Event description:
It was reported by service report that the bed scale display was giving an inaccurate weight reading. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.